Event description:
Was using renu with moisture loc from the end of sept 04 to early nov. Was diagnosed with an unknown keratitis. After 3 months and after seeing 3 specialist, had to go to hospital to have a debridement and culture taken. After taking 8 different eye drops and ointments including an antifungal it started to clear up. The doctors never concluded what I had. The anti-fungal drops were not taken until two months after diagnosis.